Event description:
It was reported that "damage to the charging port making the cord loose and fall out". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.